Event description:
Adverse event(s): "no reported patient injury" (no known impact or consequence to patient). Product problem(s): "system message displayed" (device displays error message). A nurse reported during a case, a recurrent system message was unable to be cleared. The unit was restarted several times and it continued to display the error code. There was no backup unit available to complete the cases. The vitrectomy portion of the case had been completed, but the remainder of the case was completed using manual membrane and oil extraction and the case was completed. The four following cases were canceled. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
A company service representative examined the system. The air fluid controller pcb and cables were replaced. The system was then tested and met all product specifications. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B)(4).